Event description:
It was reported that a patient who underwent a transcatheter aortic valve procedure with the transcatheter aortic valve evfxplus-26 experienced signs of a mild left cerebellum stroke the evening after the procedure. Stroke was confirmed by computed tomography imaging. No ongoing disability was reported as a result of the stroke. The physician indicated that neither the procedure nor the medtronic device caused or contributed to the symptoms. The cause or contributing factors to the event were unknown. Intervention was required.

Manufacturer narrative:
Continuation of d10: product ID d-evolutfx-2329 (lot: 0012740596); product type: 0195-heart valves; product ID l-evolutfx-2329 (lot: 0012690252); product type: 0195-heart valves. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.